Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: s53, competitor lead; implanted: (B)(6) 2013, model: unknown model competitor lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising/high thresholds, non-capture and high impedance. A lead fracture is suspected. The patients left ventricular (lv) lead was found to be inducing diaphragmatic stimulation. The rv lead was removed and replaced, while the lv lead remains in use. No patient complications have been reported as a result of this event.